Manufacturer narrative:
Insulin pump is unable to prime due to a cracked end cap. Cracks at the display window, reservoir tube lip, battery tube threads, scratched display window and a shifted end cap sticker was also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed and the drive support cap was sticking out. The blood glucose reading was 400mg/dl. Troubleshooting was performed, and the device alarmed as well insulin squirted out during the manual prime process. The customer mentioned that the device also was stuck in the prime loop. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.